Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high and undefined rv and superior vena cava (svc) coil impedance. It was thought to have possibly fractured. It was noted the patient exercises frequently. The lead was explanted and replaced. No patient complications have been reported as a result of this event.